Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced unusually high glucose readings, including a highest cgm value of 401 mg/dl, with prolonged postprandial hyperglycemia lasting 6¿8 hours despite consistent meal announcements; the healthcare provider suspected the pump might need to readjust to meals to deliver more insulin. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and healthcare provider. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.